Manufacturer narrative:
Age/date of birth: unknown/ not provided. Race/ethnicity: unknown/ not provided. Date of event : unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided phone : (B)(6). The intraocular lens (iol) is not returning for evaluation ; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iols) was faulty. It was reported that there was no patient involvement. No further information available after several follow-up.